Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during the prime/a33 test due to moisture damage inside the fsr. High stop current due to moisture damage on the electronic assembly. Moisture damage found on the motor also. Pump passed the self test, a21 error test and displacement test. Unable to perform the no delivery test and occlusion test due to motor error alarm. No blank display anomaly or vibrating anomaly noted. Pump had cracked case at display window corner, belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer reported that the insulin pump was vibrating without an alarm. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.